Manufacturer narrative:
Sensor (B)(6) sep has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. No issues were observed with the returned adhesive. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor detached after 10 days of wear. On (B)(6) 2021, the customer experienced vomiting, nausea, muscle aches, and fatigue. The customer was brought to the hospital where a ketone test was performed and the customer was treated with insulin (dose unknown) and potassium for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor detached after 10 days of wear. On (B)(6) 2021, the customer experienced vomiting, nausea, muscle aches, and fatigue. The customer was brought to the hospital where a ketone test was performed and the customer was treated with insulin (dose unknown) and potassium for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury.